Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 493 mg/dl. Customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer stated that the auto mode feature was not on at the time of incident. Customer had treated herself with insulin pump. Customer was neither in emergency room, nor admitted to hospital nor was emergency medical service dispatched as a result of high blood glucose level. Customer reported that insulin pump did not allege under delivery. The insulin pump will not be returned for analysis.